Manufacturer narrative:
(B)(4). Method: the complaint neopuff has not been returned to the manufacturer. It has been visually inspected and then performance tested in accordance with the neopuff technical manual by a fisher & paykel healthcare service engineer at our regional office in the USA. Results: the visual inspection identified two plug set to be missing. The performance test identified the manometer to be faulty. A lot check revealed one other complaint of this nature for this lot number. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the damage to the neopuff and faulty manometer was due to impact. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." The missing plug sets and the manometer have been replaced and the neopuff has been returned to the healthcare facility after passing all performance and safety checks.

Event description:
A hospital in (B)(6) reported that the manometer of an rd900 neopuff infant resuscitator is off by 2cmh2o. This was identified during a routine check.